Manufacturer narrative:
A lumenis service engineer visited the site eleven (11) days after the reported event and examined the laser system. The engineer confirmed the system does not fully power up when turned on and found loose connection in the wall plug, tightened it up, but still system did not turn on. The engineer ordered lpu/hard drive kit. The engineer then returned and replaced the lpu and the problem was solved. The engineer performed safety checks; updated the software, continued testing and found an srm mirror damaged that may cause the system to go into case saver mode. Case saver mode is a system state that enables the user to continue using the system safely; however, with reduced power capability therefor it is not related to the complaint "laser would not turn on". The engineer replaced the mirror and after verifying the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 18-oct-2015 and installed at the customers site on 20-jan-2016. A review of subject device product risk file ((B)(4)) revealed risk #(B)(4) which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The lpu (off-the-shelf computer card) was found to be the root cause of this event. Based on lumenis technical expert's opinion, further investigation is not necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that their lumenis pulse 120h laser would not turn on. Unable to proceed with the laser, an alternate laser was brought in to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.